Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1301, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that it first started with unexplained rashes, then pelvic pain and last she counted 40 symptoms. Finally she found a doctor that agreed to remove her tubes. She has to take birth control for endometriosis that she never had previously. Result and assessment of the product technical complaint investigation received on 24-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. This event is serious due medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. Although in this case the endometriosis could be an alternative explanation for this pain, considering the event's nature and implied temporal relationship, a contributory role from essure cannot be totally excluded. Since an intervention was required (tubes were removed) this case is regarded as incident. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.